Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with atrial lead noise. The noise was reproducible in clinic with arm movement and pocket manipulation. There were no other anomalies. Programming changes were recommended.

Manufacturer narrative:
Correction: - the patient's initials are (B)(6), not (B)(6). Correction: - the initial reporter's first name is (B)(6), not (B)(6).

Event description:
New information revealed that programming changes were made. There were no patient consequences and the patient will be monitored.